Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 400-450 (mg/dl). Customer changed supplies, delivered a bolus and injection to treat bg level. Reportedly, customer uses cold insulin to fill cartridge. During troubleshooting with tandem technical support, air bubbles were noted in the tubing and two occlusion alarms were noted in the pump history. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. Recommendation was made to use room temperature insulin and to clear air bubbles from tubing.